Event description:
It was reported that there was a lead alert due to oversensing, noise and impedance changes with arm movement. It was noted that there was a possible fracture of the right ventricular (rv) lead. A rv lead replacement was recommended. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).